Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs., the patient answered that the circumstances that led to the implant moving "rolling on the back" were the device being discharged and being unable to charge. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's implant was really close to the skin. The patient stated that they could roll their implant on their back and the implant was right at the belt line and wished their health care professional (hcp) put the implant a little lower. The patient wondered if wearing a belt had damaged the leads. No symptoms were reported. No further complications were reported. (Information regarding ins/ insr charging issues and non-mdt device were omitted and can be found in a related event).